Event description:
Catheter was not sensed by system. Troubleshooting measures were taken with no resolve to issue. Catheter was ultimately replaced with a new one and procedure continued with no issues. Manufacturer response for sphere-9 ablation catheter, medtronic (per site reporter). Unknown.